Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 11 events were reported for this quarter. Product return status. 9 devices were received. 2 device investigation types have not yet been determined. Additional information. 11 devices were not labeled for single-use. 11 devices were not reprocessed or reused.

Event description:
This report summarizes 11 malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 11 previously reported events are included in this follow-up record. Product return status: 9 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 11 malfunction events in which the device reportedly overheated. - 9 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact.